Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged after implant and pocket closure. An additional procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.